Event description:
It was reported that during another surgical procedure to remove excess skin on the left side of the patient's body, a long catheter like piece was found in a wound site that was being drained by the physician. The patient was unaware that a catheter had been left in his body. It was also reported that the patient experienced a low grade infection and drainage from that site. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.